Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to fracture. Tooth location 19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the reported product identified a fractured collar and substantial dried blood and bone around the implant. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.